Event description:
An article from medical literature stated that a pt presented with lower limb ischemia. The ischemia was due to spontaneous rupture of a nonaneurysmal superficial femoral artery that developed into a thigh hematoma. An emergency procedure was performed to restore the arterial continuity. A renezvous procedure was performed with a double femoral and popliteal approach and two gore viabahn endoprostheses were deployed. It was reported to gore that 4 months later, the viabahn stent grafts were surgically removed due to infection and exteriorization. A femoropopliteal bypass was performed. After 1 year f/u, the pt is in good clinical condition.

Manufacturer narrative:
Literature article: fanelli f, cannavale a, gazzetti m spontaneous rupture of superficial femoral artery repaired with endovascular stent-grafting with use of rendez-vous technique, followed by delayed infection. Cardiovasc intervent radiol, march 2012. No lot number info was supplied; therefore, no review of the mfg paperwork could be performed. The device was not returned; consequently, a direct product analysis was not possible. Without add'l info it is impossible to further investigate this event.